Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the transesophageal echocardiogram (tee) imaging showed that there was an air embolism in the aorta of the patient. The patient was experiencing st segment elevations as a result. The physician increased the oxygen to 100 percent in order to dissolve the air and also performed a catheterization to make sure the air had not traveled. The patient made a full recovery from this event and did not experience any other complications. The patient has since been discharged from the hospital.